Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden high out of range pace and shock impedance measurement. During follow up, noise or threshold issues were unable to be reproduced. When deep breathing was completed the high out of range measurements were observed once again. Completed x-rays indicate lead conductor fracture. This lead was surgically abandoned and replaced. No additional adverse patient effects were reported.